Event description:
The advocate stated that her father received a blood glucose reading of hi from his contour and a reading of 248mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Address and phone number were not provided for the initial reporter.